Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 564 mg/dl at the time of incident and the other blood glucose level was 239 mg/dl, 245 mg/dl and 277 mg/dl. The customer was assisted with troubleshooting declined. The customer was treated with bolus with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did was used auto mode feature at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No under delivery anomaly noted during testing. Device communicated properly with the guardian link 3 and the test plug. No pump or sensor communication anomaly or calibration anomaly noted. (B)(4).